Event description:
Caller reported a cartridge alarm 20 while the pump was in use, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer had recently filled a new cartridge, and technical support advised repeating the steps for loading it. Caller successfully loaded a cartridge and resumed insulin therapy.